Manufacturer narrative:
This supplemental report is being submitted to provide review of the device history records (DHR) and investigation conclusion. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the reported issue was not identified. It is presumed that the image was displayed upside down due to the user did not connect to the endoscope correctly. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states: hold the endoscope mount and rotate the main body in the arrow direction as shown in figure 4.4 so that the top of the endoscopic image is always displayed vertically on the monitor. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Device was received and evaluated. Evaluation determined that the device picture was found upside down due to incorrect user setting. The unit was received with the main body rotated at 180 degrees causing the image to be upside down. The main body of the device was rotated and aligned the markers to set the image to correct orientation and right side up. Once completed, the device was tested and passed all required testing and specifications. Based on evaluation findings the reported issue was confirmed. The root cause of the failure likely attributed to users handling of the device.

Event description:
It was reported that the picture on the device was found upside down. There was no patient involvement reported on this event. No user injury reported.